Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the info that we can obtain from the initial complainant. Event summary: in (B)(6)2013, nakanishi handpiece unit was being used by a dentist on a pt. The dentist reported that the handpiece head cap detached from the unit during the procedure and the pt swallowed it. Complaint review: there had not been any prior complaints received for this unit.

Manufacturer narrative:
Investigation: nakanishi received the handpiece on (B)(6) 2013 and conducted an analysis and investigation. Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the retention force of the operating device. These activities are described in more detail below: methodology used: nakanishi examined the device history records for the subject nmc-su03 cartridge (serial number (B)(4)) contained in the subject handpiece. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi examined and confirmed the thread length and o-ring of the unit head, and found the unit meets all nakanishi design specifications. Nakanishi conducted reproducibility test using the simulated vibration and the results were as follows: vibration after tightening the head cap manually with o-ring: the head cap was not loosened and the complaint event was not reproduced. Vibration after tightening the head cap manually without o-ring: the head cap was loosened and the complaint event was not reproduced. Vibration after tightening the head cap using torque jig without o-ring: the head cap was not loosened and the complaint event was not reproduced. Conclusions reached: after several attempts, nakanishi could not reproduce the event, therefore, a clear cause could not be identified. Nakanishi believes the head cap was not sufficiently tightened prior to the pt dental procedure.